Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the stardrive screwdriver shaft had a chip off the tip. This was noticed on (B)(6) 2014, prior to use in a metacarpal phalangeal (mcp) arthrodesis procedure. There was another stardrive screwdriver shaft available to use in the set. There was no delay to the case, and no harm to the patient. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the cannulated stardrive screwdriver shaft, t8 is for use with the 2.4mm and 3.0mm headless compression screws for fixation of small bones and small bone fragments. The technique guide was reviewed for the use of this instrument (j6512-d). One cannulated stardrive screwdriver shaft (part# 03.226.004, lot# 2179536, mfg jun2006) was returned with the complaint that ¿the stardrive screwdriver shaft had a chip off the tip.¿ upon receipt of the device it was seen that 1.0mm in depth is missing from one third of the circumference of the distal tip of the screwdriver. This complaint is confirmed. It is unknown what lead to this complaint condition, however the likely root cause was excess torque rather than a design deficiency. The drawings for this device were reviewed ((B)(4)). This drawing was manufactured to revision. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.